Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 104-110 mg/dl. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the customer delivered a bolus via the pump to resolve the occlusion and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.